Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 correction: d8 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no notable conditions. The device was tested on a system with external power supply, and was powered on by pushing the power button. The device's camera light-emitting diode (led) light output was functional but the liquid crystal display (lcd) screen was not able to display an image. A review of the system logs showed acceptable results. It was reported that after turning on the video laryngoscope, the light at the tip illuminated, but the display either lit up momentarily or did not light up at all. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, after turning on the video laryngoscope, the light at the tip illuminated, but the display either lit up momentarily or did not light up at all. The problem was not resolved after replacing with a known good battery. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, after turning on the video laryngoscope, the light at the tip illuminated, but the display either lit up momentarily or did not light up at all. There was no patient involvement.